Event description:
Pt reported bleeding and discomfort after withdrawing catheter. Pt reported the catheter stopped after being withdrawn two inches and he had to pull hard to release the catheter. Pt experienced discomfort and observed some blood in urine (hematuria) after catheterization. Pt has had successful catheterization since event. Pt was prescribed antibiotic as a precaution to potential uti.

Manufacturer narrative:
The pt reported bleeding (B)(4) and pain (B)(4) after forcefully removing a catheter that was difficult to withdraw (B)(4). The catheter and its packaging from the reported event were returned to the specification developer, but not evaluated by integral medical products co, ltd, (B)(4). The spec developer confirmed (B)(4) a v-shaped cut near the eyelets (B)(4), which is not indicative of any mgf process employed at our establishment based on our process eval (B)(4). We confirmed each mfg step to ensure they were met and followed and that the device records reflect these processes (B)(4). Although no cause could be found in our processes that could have created that cut in the catheter tubing, we do conclude that a failure to follow instructions (B)(4) occurred, because all instructions for intermittent self-catheterization state "inspect catheter before use. If catheter or package is damaged do not use."